Manufacturer narrative:
The coil is still attached to the pusher assembly and the pet-lock at the proximal end of the pusher assembly is intact. The original orange sheath had been completely removed from the pusher assembly and has blood in the lumen. The pusher assembly is kinked at multiple locations: 20.0 cm, 41.0 cm, 62.0 cm, 80.0 cm, and 105.0 cm starting from the proximal end of the pusher assembly moving toward the distal tip. The device was returned for analysis and has been evaluated. The compliant indicates that the coil was partially deployed right out of the package. Evaluation of the returned product revealed several kinks along the length of the pusher assembly. These kinks were not described in the complaint and are likely the result of handling when packaging for return. The orange coil sheath had been completely removed from the coil prior to evaluation. In addition, the orange sheath has blood in the lumen, indicating that an attempt was made to insert the device into the patient. The complaint as described cannot be confirmed due to the fact that the device was not returned in the condition described in the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for an embolization procedure, the coil partially deployed out of the package. No further information was provided to the manufacturer.